Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 and it was treated with a correction bolus via pump. No further information is available.